Manufacturer narrative:
Clarification to d4 device information: healthcare professional reported "mcghan 345cc" and "lot 1880804". Lot number could not be confirmed at this time. Clarification to d6a implant date: partial implant date provided as "2010". Continued e1 (phone no.): (B)(6). The events of "capsular contracture", "lymphoma-alcl-suspected", and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; "periprosthetic fluid"; "alcl-suspected".

Event description:
Healthcare professional reported "several ultrasound examinations" showing "small amount of periprosthetic fluid and an oval lesion (size constant) in the left breast", left side capsular contracture baker grade iii-IV, and "very small liquid accumulation likely an old hematoma" found intraoperatively. "Bia-alcl was detected in the histology of the capsule when the capsule was removed." Pathological markers confirming bia-alcl have not been received. The device has been explanted with complete capsulectomy.